Event description:
It was reported that the customer received an incomplete fill tubing alert as they had not completed the fill tubing sequence. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete fill tubing alert.